Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced with isometrics. No intervention was reported. The patient was in good condition and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2017 the right ventricular lead exhibited noise which could be reproduced with isometrics, low impedance and loss of capture. The patient reported to having fallen recently. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the patient presented to the clinic for follow-up. Upon interrogation, the lead continued to exhibit noise and low impedance. No intervention was reported.

Manufacturer narrative:
(B)(4).